Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03682. It was reported that the rotaburr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the target lesion. It was noted that the rotation speed stopped increasing during rotation. While the physician was attempting to remove the burr, the rotawire was also getting removed along with the burr. The rotaburr and the rotawire seemed to be stuck, therefore they were removed from the patient together. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: during device analysis, the following were observed: unit returned in a generic plastic bag. The device has the wire broken at 136 cm approx. From the distal end and it presents several kinks along the wire. The microscope inspection showed evidence of rotational wear in the fractured area of the wire. Dimensional inspection was performed and the device was found to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03682. It was reported that the rotaburr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the target lesion. It was noted that the rotation speed stopped increasing during rotation. While the physician was attempting to remove the burr, the rotawire was also getting removed along with the burr. The rotaburr and the rotawire seemed to be stuck, therefore they were removed from the patient together. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.